Event description:
It was reported that a patient, who had a left tsa, underwent a revision procedure. The patient presented with an unstable shoulder and required surgery to reduce the joint stability. During the case, it became clear of what the issue was as the poly was floating around in the joint space and was not locked into the humeral tray. There was lots of black tissue and metallosis surrounding the implants. The 38mm glenosphere and glenosphere locking screw were explanted along with the 38mm +2.5mm constrained liner, +0mm humeral tray and torque screw. They upsized and reimplanted a 42mm glenosphere and glenosphere locking screw, and a 42mm +2.5mm liner, +0mm humeral tray and torque screw. The glenoid baseplate and humeral stem were left in as they were well fixed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-ray images were provided. The explanted devices are not available for return as the hospital won¿t release them. Device images were provided. No further information. This is 1 of 3 reports for this event.